Manufacturer narrative:
(B)(4). An update was received from depuy (B)(4) states as can be seen from the attached photo the inserter end of the instrument is badly worn and burred. The lot I/d is cv0405 (april 2005) making this instrument approx. 11yrs old. The assessment is that this complaint is due to wear and tear . The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Used to insert the stem, end stuck in stem and difficult to remove after stem seated. End needs refurbishing due to slightly damaged/burred.